Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope and shocks. Information received on the remote transmission was reviewed by qualified personnel. It was determined that patient received four appropriate shocks for ventricular fibrillation (vf) where the first three shock appeared to accelerate arrhythmia but the fourth shock terminated the arrhythmia. The implantable cardioverter defibrillator (ICD) was found to be functioning as programmed. The ICD remains in use. No further patient complications have been reported as a result of this event.